Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was patient said had to have the stimulator replaced. Patient thinks it was due to normal battery depletion, but it didn't help because they did the hip right over the stimulator. When they did the hip (B)(6) 2023 they did cauterization and that is when they had a tech come in and make sure it was turned off. When stimulator was burned up they had to replace it. I asked if it was due to normal battery depletion. He said he thinks it was probably a little bit of both, having the hip redone and the stimulator being old. The stimulator was about four years old.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.